Event description:
It was reported that a patient presented to the emergency department exhibiting bradycardia. A chest x-ray showed that their atrial leadless pacemaker had dislodged into the pulmonary artery, leading to the failure to capture. The device was then successfully retrieved and replaced. Patient was stable after the event.